Event description:
Lenstec received an email stating "patient developed tass symptoms after surgery."

Manufacturer narrative:
Based on the investigation previously carried out, lenstec re-iterates that there was no evidence to suggest that any aspect of these devices was responsible for the reported incident. The endotoxin results were within acceptable limits, no further action is recommended. Additionally, lenstec cannot comment on the compatibility of the injector used (B)(6) or the sterilization practices of the user of this injector. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Manufacturer narrative:
Lenstec is awaiting addiitional information, once received a supplemental report will be submitted. The lens remains implanted. Additionally, lenstec is unable to comment on the compatibility of the injector used (lp604350c) or the sterilization practices of the user of this injector or other instruments used during surgery.

Event description:
Lenstec received an email stating "patient developed tass symptoms after surgery."